Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4)2017 to assess the instrument test well image in question, which was the anti-b test well, which appeared visually as a grainy appearance.

Event description:
On (B)(6)017, a customer reported an unexpected abo blood type antigen mistype, when tested on a galileo neo.